Manufacturer narrative:
Date sent to the FDA: 03/11/2011. (B)(4) - allergic reaction. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and topical skin adhesive was used on the stomach. The patient developed a rash and the patient was given benadryl. Additional information was requested.